Manufacturer narrative:
(B)(4). Component code - device subassembly = fitting.

Event description:
The customer stated that they had an unspecified number of patient samples recover low values (< 30) for the elecsys vitamin b12 immunoassay (b12) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170) between (B)(6) 2017. Several of the low sample results were reported outside of the laboratory. The customer then ran quality controls and all controls were recovering low. The customer loaded a new b12 reagent kit and successfully calibrated it. The customer ran controls and these were acceptable. The customer also replaced diluent on the analyzer. The customer repeated the affected patient samples and the repeat results were much higher. The customer provided data for 2 patient samples that had erroneous initial b12 results which were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The customer was asked, but refused to provide the units of measure used for the b12 assay. The first sample initially resulted as 45 accompanied by a data flag and repeated as 478. The second sample initially resulted as < 30 and repeated as 676. No patients were treated based on the erroneous results. No adverse events were alleged to have occurred with the patients. The b12 reagent lot number was 21015501, with an expiration date of 30-sep-2018. The field service engineer that a wash station tubing and fitting were broken. He replaced the tubing and fitting. He ran performance testing. The customer ran calibration and quality controls.

Manufacturer narrative:
No similar events have occurred at the customer site within the past 12 months. No abnormal trend was observed over the past 90 days for the tubing that was replaced by the field service engineer.